Event description:
It was reported that while using the surgical fiber during a prostate procedure, significantly diminished tissue vaporization was observed at 304,527 joules of use. The procedure was completed using a second fiber. No injury to the patient reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the glass cap were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.